Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from a consumer via a company representative. No determination of the stall had been established. On 2016-jan-16 it was further reported that the pump was interrogated and the logs were read. It was noted that the patient indicated the code appeared via their personal therapy manager (ptm) indicating stall. The pump was replaced on 2017-jan-16. The cause of the stall remained unknown. It was also noted that as per the patient, their symptoms had improved with oral medication. As per the pump¿s log, a motor stall occurred on (B)(6) 2017 at 01:14, followed by stopped pump period may exceed tube set on (B)(6) 2017 at 01:14; elective replacement indicator (eri) was at 20 months and the reservoir volume was 27.3 ml. Also per the pump¿s log, dilaudid with concentration 10.0 mg/ml was being administered at a simple continuous dose rate of 1.991 mg/day as of (B)(6) 2017. The pump was returned to the manufacturer.

Manufacturer narrative:
Analysis found that the gear train on the pump motor had corrosion/wear/lubrication, and there was a stall due to shaft-bearing and gear wheel 3. Eval code-result updated. Eval code-conclusion still applies, and will be updated in a supplemental regulatory report when additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (hydromorphone) 10mg/ml with an unknown total dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 personal therapy manager (ptm) showed code 8476. Code meaning was reviewed and meant motor stall. It was noted patient heard the pump alarm on (B)(6) 2017. It was noted patient had not been at the hospital and had not had any testing. Patient was to follow up with healthcare professional (hcp) and patient stated hcp told patient to call and find out what the code meant. Patient reported having flu like symptoms and it was noted as a gradual change in therapy/symptoms. It was later reported company representative confirmed the motor stall event and did not know the total dose. Hcp confirmed motor stall and tube set alarm upon interrogation. Hcp was working to replace the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.